Event description:
It was reported that the customer was hospitalized for high blood glucose levels, within a reading of 17 mmol/l. The customer's doctor felt that the high blood glucose levels were caused by the insulin pump, and a replacement was requested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.